Event description:
It was reported that the patient's device reached elective replacement indicator (eri) with suspected early battery depletion. Trend data indicated that the patient alert had triggered due to the eri. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 80% of expected longevity with normal depletion.